Manufacturer narrative:
Unit passed the displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Unable to download pump to carelink due to spanish anomaly alarms in the alarm history file. Spanish anomaly alarms due to a corrupted history file. Unable to verify bolus programmed with bolus wizard at carelink report due to download anomaly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
It was reported via phone call that ten days worth of data was missing from carelink. It was reported that customer had a no delivery alarm. Customer's blood glucose was 172 mg/dl. It was also reported that reservoir compartment was damaged. Caller was advised that insulin pump would need to be replaced.